Manufacturer narrative:
One device was returned for analysis of complaint that cassette latch opened while in the locked position. Review of event log found device was received in august 2025 for defective latch lock. Review of event log found alarms for cassette locked but not latched. Visual and functional testing was performed. Device failed latch lock test, confirming complaint. The latch would unlatch when locked. Replaced latch lock mechanism. Device passed all testing post repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette latch opened while in the locked position. There was no patient involvement, no injury was reported.